Event description:
Info reviewed indicates the valve was removed due to stenosis. Following explant, it was discovered that 2 of the 3 stent posts were deflected with original valve holder sutures still attached. The valve was replaced with no additional affect reported for the pt.